Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. There was no reported impact to the customer¿s blood glucose level. Customer continued to use current pump until replacement arrived, while technical support confirmed pump was under warranty, arranged shipment of replacement pump, instructed customer on putting old pump into storage mode, reprogramming settings and reconnecting cgm on replacement pump, and advised customer to return problematic pump using prepaid label within 10 days.